Manufacturer narrative:
Age reported as over (B)(6). Device broke during insertion; device was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a zygomaticomaxillary complex fracture (zmc) surgery, there was one screw broken; it had a round tip instead of a pointed tip. The surgeon left no fragments in the patient and used another screw from the back table. The plate was successfully implanted. There was no delay in surgery and no patient adverse event. This is report 1 of 1 for (B)(4).